Event description:
New information received states that possible lead fracture issue was observed via x-ray. Programming changes were unable to help resolve the high impedance lead issue. Lead was explanted, and a new lead was implanted. Therapy was restored. There were no complications during the procedure and the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that when patient presented in clinic for a follow up visit due to partial loss of coverage, upon interrogation and connecting to the system, high impedance issue was observed on the lead. An x-ray was performed and no abnormalities were observed. Patient has effective therapy with remainder leads. Lead revision procedure was anticipated. Patient was stable otherwise.